Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during device insertion into the vessel over a guide wire, resistance was met. When the device was removed, the guide was loosely connected to the guide tube. A second proglide was attempted but after advancing the knot to the arterial surface bleeding continued. Manual compression was applied to achieve hemostasis. After achieving hemostasis, the suture was removed from the vessel. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #1 perclose proglide, part# 12673-03, lot# unk, is being reported under a separate medwatch report number.